Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated that on (B)(6) 2017, they passed out while driving and was involved in a car accident. The patient woke up to the paramedics reviving him and the paramedics stated that the patient¿s bg was 13 mg/dl. The patient was taken to the emergency room (ER) and was released the same day. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data was provided for evaluation. The confirmation of inaccuracies could not be determined. A root cause could not be determined. Reportedly, the patient was taking medication containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.